Event description:
It was reported to philips that the system did not boot up successfully; it was stuck at 00:00. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the flexvision pc was stuck at 00:00 due to the dc power supply failure. A review of the system logfile found loss of dc power. Upon troubleshooting actions, fse identified that the dc power supply behind the m-cabinet ny box was defective. The defective dc power supply was returned for analysis, and it was concluded that the component was failed due to electronic defect. Fse replaced the dc power supply and rectified the connection at positive 12v dc wire at power supply. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.